Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by the a getinge service territory manager (stm), cardiosave intra-aortic balloon pump (iabp) failed drive manifold test. There was no patient involvement.

Manufacturer narrative:
Additional contact information: (name (B)(6) , contact - (B)(6), occupation - biomed). A getinge field service engineer evaluated the iabp unit and replaced drive manifold on unit. As noted on pm, device failed the drive manifold portion of the all manifolds test while completing the pm. To fix the issue, fse replaced drive manifold assembly and confirmed unit passed drive manifold test and all manifolds test. Full pm, calibration, safety, and functionality checks were completed per the service manual. Also replaced alarm daughter board battery at prescribed interval. All checks passed factory specifications. Device is functioning in accordance with factory specifications at this time and is cleared for clinical use. The failure analysis and testing department received the following parts associated with this complaint: this part was received with a reported unit failure message of failed drive manifold portion of the all manifolds test. Performed visual inspection of this part received and part looks to be in good condition. Installed the drive manifold assy. Into the cardiosave test fixture and tested to the factory. The failure analysis and testing department verified the failure of the drive manifolds vacuum leak tests. The drive manifold assy, failed testing. Retaining the drive manifold in the fat dept. As per 0002-07-d008 rev ak. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.